Event description:
It was reported that "insert revised after 17 years due to wear on the medical side".

Manufacturer narrative:
Device not returned. No eval will be performed. If device becomes available with add'l info a supplemental report will be issued.